Event description:
The following description of the event was documented by a viasys tech support specialist in response to a phone conversation with a user facility rep. "[User facility rep] called to request a service call for a vent that was on a pt and suddenly stopped without any alarms. Pt was hand bagged and placed on another hfov, no pt harm noted."

Manufacturer narrative:
The user facility did not submit a user facility report to the manufacturer. The following info concerning the initial evaluation of the device is a summary of the info documented by the viasys field service rep. A viasys field service rep performed an initial evaluation of the device at the user facility and was unable to reproduce the reported event of "suddenly stopped without any alarms". The device was visually inspected for any loose connections or signs of overheated components and none were found. The viasys field service rep did find that the alarm battery installed in the unit was a lithium battery and not the recommended alkaline battery. The viasys field service rep replaced the lithium battery with the recommended alkaline battery. It was determined that the unit should be returned to the viasys failure analysis lab for further evaluation. The device was received into the viasys failure analysis lab on 12/04/2007 and is awaiting evaluation.